Manufacturer narrative:
Based on the claim against the product by the customer noting a recognition issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The precise bipolar forceps instrument was analyzed and the customer reported complaint was not confirmed/reproduced. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy was delivered without any issues on in-house system. However, the instrument was found to have thermal damage on bipolar yaw pulley with localized melting. The instrument passed electrical continuity test. No signs of damage were observed on the conductor wire.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the precise bipolar forceps instrument was not recognized by the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was identified during procedure and there was no patient injury or harm.